Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported the customer had damage to their insulin pump. Customer reported their screen was discolored. The customer also reported they will be having surgery for their eyes. Customer's blood glucose was 200 mg/dl. The customer could not recall how the damage occurred to their insulin pump. The customer also stated they were unable to read their display. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.